Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast reconstruction with a 750cc mentor artoura tissue expander on (B)(6) 2019 experienced left breast tissue expander deflation. The patient underwent revision procedure on (B)(6) 2019. During explantation, it was noted that there was a hole in the expander where the 6 o¿clock suture tab tore away from the expander. Per sales rep, it wasn't the surgeon who nicked the implant, but rather, the tab tore off the device, causing deflation. The device was replaced with another 750cc mentor artoura tissue expander.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information, the patient experienced a deflation and broken suture tab of a tissue expander. The analysis results showed that the device appeared intact. Leak testing revealed there was damage at the suture tab. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No additional anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).